Event description:
Entered resident's room to give meds and saw he wasn't in bed, found him sitting on floor with his head down and noticed his gown strings in the back were caught on the side rail. I could tell he was deceased, I felt no pulse.